Manufacturer narrative:
Replacement device shipped to site for issue resolution. A medtronic representative performed a navigation system check-out, all areas passed. A medtronic representative, following up with the site, reported that the articulating arm was disassembled by the site.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the vertek arm was returned in a disassembled state. The handle had been removed along with several other pieces. Not able to reassemble for functional testing. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested for articulating arm. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site representative reported their navigation system articulating arm was no longer functioning - that the arm was loose and would not tighten properly. No further details regarding the damage, or how it occurred, were provided. There was no patient present when this issue was identified.